Event description:
It was reported that the product became dislodged during surgery. This is the second time this has happened. It is unclear if it was due to user error or a product problem. In 2009, sales rep reported that the physician was unk and that the surgeon was thought to be a resident dr.

Manufacturer narrative:
The product was unavailable for return. Therefore, an eval of the device performance was not possible. It is unk how or when the damage occurred. Damage to the catheters can occur when the needle and catheter are not removed simultaneously. The needle may nick the catheter and cause it to tear. This possibility is addressed in our product labeling. A review of the mfg records was not possible, as no lot number was provided.